Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic large intestine surgery, the surgeon tried to put in co2 gas that inflated the abdomen, but it did not work. A new device was used to resolve the issue and complete the case. There was no patient injury.